Manufacturer narrative:
Insulin pump passed displacement test and self-test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 10.7 mmol/l at the time of incident. Customer stated that the insulin pump has 2 cracks on the back. The customer states the pump up and left button are difficult to push. No trouble shoot was performed. The insulin pump is being replaced and is expected to return for analysis.